Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was attempted but could not be performed because the receiver would not boot up. The receiver was opened for further evaluation. An interior inspection observed that the receiver was re-initializing continuously. The reported event that the receiver continuously restarted itself was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver continuously restarted itself. No additional event or patient information is available. The receiver was returned for evaluation. A follow-up report will be submitted upon completion of device investigation.